Event description:
The account alleged that when the brakes were engaged from the head end the foot end brakes did not hold. No pt impact.

Manufacturer narrative:
The account found the connecting rod was broken. The account replaced the connecting rod and the brakes functioned properly.